Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system. Upon review, there was an atrial tachy response (atr) episode in progress prior to some ventricular tachycardia/ventricular fibrillation (vt/vf) events, and some atrial pacing caused the intrinisic right ventricular (rv) and left ventricular (lv) signals to fall into blanking. This did not appear to have initiated the vf event, which was terminated with a single burst of anti-tachycardia pacing (atp), however it may have delayed detection of vt. It was noted that there was no therapy in the vt zone, and therapy was promptly delivered in the vf zone. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No adverse patient effects were reported.